Event description:
It was reported that this right ventricular lead exhibited noise and low within range impedance measurements. After analysis of the device, it was suspected that the lead on the device were reversed in header. The patient is being brought to the clinic for further evaluation. At this time, this lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).